Event description:
This device was implanted in (B)(6) 2009 and regularly followed until (B)(6) 2012. Around (B)(6) 2012, the pt underwent radiotherapy. During the last follow-up on (B)(6) 2012, the physician observed a strange and unexplained behavior in stored episodes. Since the pt was pacemaker-dependant, the device was replaced on (B)(6) 2012.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the us; however, it is similar to symphony dr models approved under (B)(4). Analysis is pending.